Event description:
The patient reported they had a loss of therapy. When they tried to increase stimulation, it caused pain in the pelvic region. It was indicated that the patient wasn&#62752;feeling stimulation but their therapy was on. The patient stated that they were in the middle of a move, and no one could come help them so they were bending and cleaning their apartment on their own. The symptoms the patient was experiencing include: vaginal pain, return of urgency, stopped feeling stimulation a week after surgery and increasing stimulation didn't help, and they cannot sit, lift legs up, or lay on right side because they are in so much pain if feels like they were giving birth. The patient had decreased stimulation from 1.4 to 1.0, but they still had symptoms and pain. The patient had a doctor&#62688;appointment scheduled for (B)(6) 2016. Additional information received reported the patient had a return of frequency and pain. They were feeling stimulation. The patient had gone to a new doctor's office and was told to contact the manufacturer to switch to program 2. It was noted that this was a sudden change in therapy/symptoms. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.